Manufacturer narrative:
Log file data retrieved from the returned lvad confirmed the reported low flow events; however, a specific cause could not be conclusively determined. Additionally, a correlation between the device and the reported flow conflict with the ECMO system could not be conclusively determined. Evaluation of returned pump did not reveal any device-related issues. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that due to impaired rv function, the surgeon implanted a femoral venous arterial (va) extracorporeal membrane oxygenation (ECMO) to decrease rc preload before the patient left the or. ECMO flow was increased the day after implantation and the lvad flow decreased consecutively. The surgeon suspected clot formations inside the device and exchanged the lvad on (B)(6) 2018. Va ECMO was switched to a right ventricular assist device (rvad). The surgeon reportedly does not believe in a device malfunction in this case, and believes that this happened due to an increased ECMO flow and empty lv situation. No additional information was provided.